Event description:
During the index procedure the patient had one 3.5x38mm resolute drug-eluting stent and one 4.0x18mm resolute drug-eluting stent implanted. One day post index procedure the patient suffered an mi.